Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurate results compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged issue first occurred. On (B)(6) 2011, the patient alleged obtaining readings of "150 and 238mg/dl" on the same meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl. The patient reported using self adjusting insulin (unknown type) to manage his diabetes. The patient reported at an unknown time he developed symptoms of feeling "disoriented, vision problems and was incoherent." It is unclear if the patient associates these symptoms with high or low blood glucose. The patient reported on (B)(6) 2011 at approximately 7:30am, his friend called emergency medical services. The patient reported a reading of "78mg/dl" was obtained on the ems meter, and 15 minutes later a reading of "100mg/dl" was obtained on the ems meter. The patient reported he was advised by ems to eat, and drink a coke. At the time of troubleshooting, the cca was able to determine the patient was using an approved sample site to obtain the samples and the subject meter was in the correct unit of measurement at the time of testing. However the cca discovered that the patient¿s meter was in code 1 instead of code 25. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims, due to the alleged issue, he developed symptoms and required treatment from a healthcare professional. However there is no indication that the subject meter malfunctioned since the meter was in the incorrect code.